Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). A medtronic representative visited the site to perform a system checkout. They were unable to replicate the issue. They took a spin with sawbones and it was accurate. They tested both sides of the o-arm trackers and no inaccuracies were noticed. Logs would be sent. Fdm b01, fdr c10, fdc d02 . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system during a cervical spin procedure. It was reported that the system had an error when transferring over an image from the o-arm that said "please verify the correct scan was sent." The communication to the o-arm was green in the software. The patient scanned 3 times. The patient was present. Technical services inquired about the nav tag, which was present. The site attempted to manually push image, the warning acknowledged but no image appeared on the stealth. Recommended reboot. The nurse then ended the conversation. Additional information was received stating the first and second o-arm spins did transfer over to the stealth system but the site felt they were inaccurate, 5mm and 3mm, respectively. The site switched system's and with the 3rd spin was accurate. There was less than a 1 hour delay. Navigation and imaging were not aborted and the issue resolved on the call. The site would still like to proceed with a system checkout. Additional information was received stating this was a known issue with the software's that this transfer error occurred, but the images usually sent over to the stealth with acknowledgement of the error, which did not happen in this case. If rebooting didn't resolve the issue it may require manually increasing the exam size capacity for o-arm spins.